Event description:
Country of complaint: (B)(6). Burns of pt's legs under neutral electrode. The undesirable incident occurred by extraction of the metal parts from both knee joints. The finishing of the suture was found burning on the left hip under the neutral electrode (neutral electrode b. Braun aesculap, ag) 3x1, 5cm. Braunol disinfection was used. Tourniquet was not required. The burning on the body of the female pt is small sized and third stage. It was solved operatively. The using of electro unit was immediately stopped.

Manufacturer narrative:
Device has not been received at mfg facility for eval; however, will be evaluated when received. Thus far, no similar complaints regarding this error.